Event description:
It was reported that during inflation of the mini trek balloon catheter, the physician suspected that the device was damaged because the balloon lost pressure. The physicians impression is that there was a pinhole in the balloon. Another mini trek was used to continue with the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned balloon catheter found crystallized contrast visible in the inflation lumen and the loosely-folded balloon, suggesting that the device was prepared for use and pressurized during the procedure, as reported. A new indeflator was used in an attempt to pressurize the catheter, but the balloon would not inflate due to the dried contrast noted. Therefore, the device was left in a water bath overnight to dissolve the contrast and the analysis confirmed that there was a 0.5 mm longitudinal rupture in the distal taper of the balloon. The balloon did not exhibit any traces of mechanical damage (scratches). Scanning electron microscopy (sem) analysis confirmed that there was a leak located along a fold/crease in the balloon and determined that the balloon failure may have been attributed to mechanical damage to the outer surface. The distal balloon marker and inner member also exhibited a ridge in the material. In this case, there was no report of any leaks noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. However, it is possible that the balloon and marker were damaged/pinched during manufacturing such that upon inflation attempt, the balloon ruptured as a result of the damage. The analysis also noted a kink in the strain relief and multiple kinks throughout the entire length of the hypotube. However, since this damage was not originally reported, the kinks in the shaft were likely due to further handling during or after the procedure, as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported complaint. Balloon material ruptures may be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. No patient anatomical information was provided, which may have aided the investigation. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. A definitive cause for the reported rupture and damage noted cannot be determined.